Event description:
A field service engineer was injured during a routine system repair on a signa 1.5t twinspeed MRI system. A ferrous knife was used to cut the water coolant hoses. The knife was attracted to the magnetic field and cut the employee on the arm requiring stitches. Magnetic field warning signs were located at the appropriate locations at the site. Field service engineers are trained to safely work in the magnetic field.